Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed. Reportedly, customer primed the tubing until the air was removed. Customer¿s blood glucose was 230 mg/dl.